Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced the circuit breaker switch and the unit operated to manufacturer specifications and was returned to clinical use. No part is being returned. Per fsr, the customer would like to keep as part of teaching experience to students. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, while setting up for a case, the perfusionist (ccp) discovered that the base circuit breaker switch was broken. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, no adverse consequences to the patient.